Event description:
Pt admitted to hopsital in 2002 to have a malfunctioning port-a-cath groshong catheter removed and replaced. It was determined in interventional radiology that the catheter was cracked at the 12cm mark. The catheter had to be declotted with tpa eighteen days prior to the event. Original port-a-cath was placed in 2001.